Manufacturer narrative:
The subject device is not available.

Event description:
The patient underwent successful thrombectomy procedure of the basilar artery resulting in a thrombolysis in cerebral infarction (tci) score of 3. The procedure was completed and the patient was discharged without problems. It was reported that two days post procedure the patient died due to brain stem infarction which occurred by worsening of the primary disease. However, the physician suspect that bleeding/extravasation may have occurred after recanalization. No further information is available.

Manufacturer narrative:
Executive summary - correction. The manufacturer has reviewed all information summarized in the executive summary and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The patient underwent successful thrombectomy procedure of the basilar artery resulting in a thrombolysis in cerebral infarction (tci) score of 3. The procedure was completed and the patient was discharged without problems. It was reported that two days post procedure the patient died due to brain stem infarction. There was no bleeding and the physician has indicated that the patient's outcome of death is unrelated to the procedure and device. The patient's cause of death was due to the brain stem infarction which occurred by worsening of the primary disease.